Manufacturer narrative:
This programmer was reported as included in the field action noted and returned product investigation found the device performed as described in the field action. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) exhibited a decrease in expected longevity due to a programmer software estimator error. The programmer remains in use. No patient complications have been reported as a result of this event.